Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited oversensing and noise on the right ventricular lead. Possible insulation damage was noted. The noise was not reproducible with isometrics. No device intervention was performed. Patient was stable and will continue to be monitored.

Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2019. The device was also explanted and replaced. Patient was stable.